Event description:
It was reported that during a laparoscopic appendectomy procedure, the white cartridge fell off into the abdomen of the patient, prior to firing, but was retrieved. The same device was reloaded to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a reload present. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties during the visual and functional testing. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.